Manufacturer narrative:
Mentor received additional event information that the impacted side was the right breast. Section d suspect medical device has been updated to the right-sided implant. The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the sal smooth rnd diap 700cc breast implant had a crease/fold on the posterior view. Additionally, a tear was found within the crease/fold, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 6765161 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-jan-2021, mentor became aware of missing information in the previous report. Mentor also received additional event information that the patient underwent replacement with 700cc mentor smooth round moderate profile saline breast implants, catalog # 3501697, left lot-serial # 7479538-038 and right lot-serial # (B)(6) on 22-dec-2020.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lot numbers provided, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast surgery with 700cc mentor smooth round moderate profile saline breast implant experienced postoperative implant deflation on an unknown side. As a result, the patient underwent explantation on (B)(6) 2020. Both lot-serial numbers (B)(4) were provided, but it is unknown which number is the impacted lot-serial. If additional information is received, a supplemental report will be submitted as applicable.